Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent a fixation surgery(posterior spinal fusion) at th10-iliac. Post-op the rod at one side of l5/s was broken. It was considered that the rod was broken due to patient's active behavior..revision surgery is performed on (B)(6) 2016 to extend the fixation range in which the broken rod is left implanted and is reinforced using an additional rod and crosslink. Bone union was achieved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.